Event description:
It was reported that during a routine inspection and testing of the cs100 intra-aortic balloon pump (iabp), the unit alarmed an issue of "negative pressure to low." There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine inspection and testing of the cs100 intra-aortic balloon pump (iabp), the unit alarmed an issue of "negative pressure to low." There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse determined that the issue was as a result of an over vacuum alarm. To fix the issue, the fse replaced the drive assembly, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine inspection and testing of the cs100 intra-aortic balloon pump (iabp), the unit alarmed an issue of "negative pressure to low." There was no patient involvement, and no adverse event reported.